Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a fiber fragment was observed on the non-cavity ID end at approximately 160° with the dialysate ports situated at 0°. There was blood throughout the dialyzer and coagulated blood in both headers. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the non-cavity ID end potting cut surface at approximately 160 degrees with the dialysate ports at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. Upon extraction of the fiber bundle, the observed fiber fragment was examined under magnification (x20). The fiber measured approximately 4.69 mm in length, and the opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that an internal dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The incident occurred with thirty-six minutes remaining in the patient¿s treatment. The blood leak was visually observed in the dialysate compartment, on the venous side of the dialyzer. It was reported that the machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. There was no reported damage found on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient refused to restart treatment, and therefore, the treatment was not completed. The complaint device was available to be returned for a physical evaluation.